Manufacturer narrative:
Retainer ring: black. P-cap / reservoir locks properly into place. Insulin pumppassed displacement test. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, cracked battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails and partially broken retainer ring. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.